Manufacturer narrative:
During testing and repair at the service center, the device alarmed. This was due to a defective manifold poppet valve.

Event description:
It was reported that the poppet valve is defective.